Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted, with the results listed below: the lens was ejected out from the injector and broken into 3 pieces. The optic was broken from root of one haptic. One haptic was torn at root. The slider was advanced backward. The nozzle was cracked. Trace of lubricant was found in the injector. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we assume this issue is not product related. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Cracked or broken optic. Noted in surgery room. No patient impact. Event occurred in (B)(6). There was no impact to patient, but it was reported by hospital as ae to (B)(6) authority.